Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator (ins). The reason for call was caller stated that patient is not seeing the green flashing light on the controller when attempting to charge the ins. Caller brought patient and patient's wife on the line and they attempted to connect to ins but received "no device found". Patient stated they last successfully charged their ins a week or two ago and they started seeing "no device found" a couple of days ago. Patient indicated the ins charge doesn't last the whole day. Tss walked patient through initiating passive recharge mode with antenna locate screen showing numbers in the high 90s when over the ins and 40s when away from the ins. Within several minutes, the controller showed normal recharging screen with ins in the red and it was charging with excellent connection. Patient's wife mentioned that, for a long time, the ins has been going into MRI mode on its own, notably when the ins is depleted. Patient's wife stated, they will charge the ins and the controller will show that stimulation is off and when they connect to ins, it shows it is in MRI mode so they will have to deactivate MRI mode and turn stim back on. The troubleshooting steps that were taken on the call resolved the issue. Tss reviewed that recharging expectations and that ins should not be going into MRI mode unless it is physically activated on the controller but that ins will turn off if depleted and will manually need to be turned back on. Tss did not collect controller serial number as ins just started charging normally and tss did not want ins to stop charging and lose charge to where patient would be forced to enter passive recharging again.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause was not determined. The steps taken over the phone resolved the issue.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.